Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo, but rh(d) positive in the tube test. The customer did return the patient sample that had caused a false negative test result, but none of the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retained sample of erytype s abd+rev.a1,b. The patient sample yielded positive results with both anti-d reagents on erytype s abd+rev.a1,b. Nevertheless the patient sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for the result.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo, but rh(d) positive in the tube test. The customer did return the patient sample that had caused a false negative test result, but none of the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retained sample of erytype s abd+rev.a1,b. The patient sample yielded correct positive results with both anti-d reagents on erytype s abd+rev.a1,b. Nevertheless the patient sample was sent for molecular rh(d) typing to an external laboratory. The external laboratory typed the patient as rh(d) positive. The external laboratory did not find any polymorphism in the coding and no coding sequences of the rhd gene which could would point to a weak d respectively partial d. The quality control laboratory's retained erytype s abd+rev.a1, b sample was tested with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.